Event description:
Baxter's global pharmacovigilance (gpv) received the following information: in 2005, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, the patient developed peritonitis. On 0(B)(6)2010, the patient died as a result of the peritonitis. Treatment information, prior to death, was not provided. It was not reported whether an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. A causal relationship was not reported for the fatal peritonitis and dianeal therapy.

Manufacturer narrative:
(B)(4).the sample was discarded, therefore no evaluation was performed.this event of death, originally reported under manufacturer report number 1423500-2010-03853, involves six baxter products; this is report 2 of 6. Baxter is in the process of investigating this incident. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that during a da vinci s myomectomy procedure, while attempting to remove the permanent cautery hook (pch) instrument from the patient side manipulator (psm), the instrument became stuck. With the assistance of an isi technical support engineer (tse), the site was instructed to reposition the psm to view the instrument tip. After repositioning the psm, the surgical staff observed that the tip of the pch instrument was positioned at an acute angle, which prevented removal of the instrument. After straightening the instrument tip, the site was able to remove the instrument. Upon inspection of the pch instrument by the surgical staff, it was observed that a yellow piece from the instrument was missing. The planned surgical procedure was converted to an open procedure to locate and remove the broken instrument piece. No patient complications were reported.

Manufacturer narrative:
(B)(4). The sample or lot number was not available, a batch review was not performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. This is the first of five complaints associated with this event.